Event description:
An endovascular stent with delivery system was successfully advanced to the target lesion site in the pt's common iliac artery. Upon the initial inflation attempt, the balloon burst at 7 atmospheres without complications. Subsequently, another balloon catheter was utilized to expand and successfully deploy the stent at the target lesion site. There were no complications reported relative to this event.